Event description:
The hearing aid (h/a) dispenser reported that the h/a user had difficulty wearing the h/a due to an infection which also prevented the dispenser from making a new silicone ear impression to make a new plastic h/a shell.